Event description:
It was reported that the right ventricular (rv) lead experienced high capture thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m, implantable pacing lead, implanted: (B)(6) 1992. (B)(4).